Event description:
It was reported that the patient underwent spinal surgery. During surgery, the tip of the crosslink driver cracked and broke off. One tab fell into the wound. The tab was removed without harm to the patient. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Upon functional testing, the driver functioned properly and achieved torque limit; all torque limit readings were within print specifications. Visual examination confirmed the driver broken between stress relief fillets. The fracture surface was partially damaged at the possible fracture initiation site. Microscopic examination of the fracture revealed a fairly brittle fracture with angulated surface and no indication of fatigue suggesting possible bending moment with torsional component. River lines indicate the crack initiated at the fillet, which propagated around the bend of the driver fracture also suggesting possible bending moment. A review of the device history records did not identify and applicable nonconformance to specification.